Event description:
The reporter stated that the device began to smoke and became hot when pressing the power button. The reporter also stated the device looked burned inside the battery compartment and inside the test strip drum compartment. The device was replaced and requested to be returned for evaluation.